Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump has randomly shut down after changing the battery. The patient stated that he will reboot the pump using the same battery multiple times and then the pump will eventually power on. The patient denied any damage to the battery cap or compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed a reboot on the event date. During investigation, no damage to the pump battery compartment and battery cap was found. The battery cap contacts were found to be within specifications. The pump powered on normally and was exercised successfully for 24 hours with no power interruptions. During evaluation, no defects were found to the internal circuit board.